Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 438mg/dl. Customer was offered to troubleshoot for high blood glucose but customer declined. Customer stated that insulin pump display just shut off because of the battery issue. Troubleshooting was performed. The device will be return for analysis.